Event description:
It was reported by the affiliate that the device was used during an unknown procedure. It was reported by the affiliate that the jaws of the device will not hold the clips and will not close the clips properly. There was no pt consequence.

Manufacturer narrative:
Tracking # 46382. Sent 12/07/1998. D6: device returned with no lot identification. Ligaclip endoscopic single clip applier: based on the inquiry information received, the visual and functional inspection, it was determined that the jaw was out of alignment. The device was repaired and cleaned and polished. The device was tested and met design specifications. The device was placed in the exchange pool.